Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple power source alerts. There was no reported adverse impact to customer's blood glucose level. Customer declined a follow up from tandem technical support and no further information was provided.